Event description:
It was reported that when the patient presented to the hospital after receiving a vibration-like feeling, an alert for pacemaker mediated tachycardia was observed. No further information is available regarding the resolution. The patient was in good condition afterwards.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.